Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 21cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube and shaft. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the folds contained blood.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 2.50mm x 8mm emerge balloon catheter was inserted into the guide catheter. However, during introduction, the balloon shaft fractured at about 6in from the hub. The device was removed intact and the procedure was completed with a non-boston scientific balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 2.50mm x 8mm emerge balloon catheter was inserted into the guide catheter. However, during introduction, the balloon shaft fractured at about 6in from the hub. The device was removed intact and the procedure was completed with a non-boston scientific balloon. There were no patient complications reported.